Event description:
During service by baxter, the infusion pump was found to contain failure code 814:01. According to the hosp representative, no pt injury or medical intervention has been reported related to the device. No add'l info or contact was available.

Manufacturer narrative:
Eval summary: failure code 814:01 was confirmed. Failure code 814:01 occurs when the pump head module power supply is too low. This can be caused when the pump is left in the battery depleted alarm for an extended period. Inspection of the pump determined that the batteries were depleted and potentially damaged and they were therefore replaced. Eval summary: inspection of the device revealed potentially damaged batteries. Baxter service replaced the main batteries. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA, which is in the implementation stage.